Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient was explanted of concerned ci on (B)(6) 2013 because of wound dehiscence and extrusion of the implant.